Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Decreased/impaired vision is an established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
A trabecular micro bypass stent system patient reported experiencing a blurry vision (od) associated with light sensitivity seven (7) months following a right eye cataract plus stent procedure. Per report, the patient was seen by retinal specialist, and was on prednisolone (4mg qid). The patient was scheduled for a follow-up in four (4) weeks. Any missing information was not provided at the time of this report. The patient declined glaukos consent to contact the implanting surgeon.